Event description:
It was reported a device was "unplugged" from a storage room for demonstration purposes. When the device was turned on, it immediately alarmed "low battery." This issue was reported to bd representative during site visit. There was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.